Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer has issues with calibration errors on their insulin pump. The patient's blood glucose was 112 mg/d at the time of the call. The customer's sensor was displaying wrong readings of sensor and blood glucose. The customer was assisted with trouble shooting and was informed that the issue maybe caused by the customer applying too much pressure on their sensor while they sleep. The customer was advised to tape the sensor securely and to place pillows behind her back to avoid applying too much pressure on the sensor site. No further information was provided.